Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy, they confirmed that the handle was fully power charged. Then they inserted handle to shell and started using the device, however the handle shut down and became unusable. The event occurred during the procedure but the product was not used for patient. There was no patient injury.